Manufacturer narrative:
Corrected data: g.3. Aware date in initial medwatch should have been listed as 23feb2024.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.